Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endosalpingiosis ("serosal endosalpingiosis"), uterine cervical metaplasia ("benign endometrium with tubal metaplasia") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic total hysterectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endosalpingiosis, uterine cervical metaplasia and abdominal distension outcome was unknown. The reporter considered abdominal distension, endosalpingiosis, pelvic pain and uterine cervical metaplasia to be related to essure. The reporter commented: medical records with pre-operative diagnoses: adenomyosis. Pelvic pain in female. Bloating and statement essure removed for essure device complications. Final diagnoses after investigation of removed sample: benign endometrium with tubal metaplasia and serosal endosalpingiosis diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: procedure: visualization. No evidence of trauma, uterus, tubes, and ovaries appeared normal. The essure devices were easily visible in the medial position of tube extending about a centimeter away from uterus on both sides. Doctor went about 3 cm on left and on right side, marked area of tube to be cut through, giving plenty of space between cut edge and the essure device. Left side, cauterized, then used the harmonic to cut through, then at utero-ovarian pedicle used the cautery device in 2 different areas, then came to a 3rd area and used the harmonic. This done one more time, then connected opening in tube with utero ovarian pedicle, continued down to a vascular plane to the level of the uterine vessels at which time, the anterior and posterior peritoneum were opened. Pathology test - on (B)(6) 2019: clinical information: adenomyosis. Pelvic pain in female. Bloating specimens: a uterus. Cervix, uterus, cervix gross description: a. Uterus cervix not for tumor. Source: uterus, cervix - uterus, cervix a: uterus, cervix· is a 116 g, 7.6 cm superior to inferior, 5.0 cm comu to cornu, 4.5 cm anterior 10 posterior uterus with attached bilateral fallopian tube stumps and cervix. Uterine serosa is pink-tan. Cervix measures 3.6 x 1.5 cm. Ectocervlcal mucosa is smooth, pink-tan , with a 2 .0 cm patent cervical os, endocervical canal measures 4.0 x 1.5 cm. Endometrial cavity measures 5.5 x 3 .5 cm. Endometrium is red-tan and measures up to up 0.1 cm in thickness. Myometrium is coarsely trabecular, tanpink and measures up to 2.0 cm in thickness. Right fallopian tube stump measures 2.5 x 0.5 cm. Within the stump is a silver metallic essure coil visible through the surrounding periadnexal soft tissue. Left fallopian tube stump measures 2.5 x 0 .5 cm. Within the stump is a silver metallic essure coil that does not protrude into the surrounding periadnexal soft tissue or myometrium. Representative sections are submitted as follows: a 1-posterior cul -de-sac serosa a2-cervix a3-endomyometrium final diagnosis : a. Uterus, cervix: -benign endometrium with tubal metaplasia. - serosal endosalpingiosis. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: due to internal review, result of pathology report of laparoscopically removed uterus with tubes and removed essure was added, it was provided with medical records received from lawyer. Surgery was done due to essure device complications. New events added: pelvic pain in female, bloating. Final diagnosis of sample: uterine cervix metaplasia, endosalpingiosis. Adenomyosis was removed from history since not found in sample. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.